Event description:
An implantable cardiac defibrillator (ICD) and two leads were returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately four months post the implant of the ICD. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.